Event description:
User stated they had a leak from the back of the analyzer which was in the walkway. No erroneous patient results were generated. No operators were harmed.

Manufacturer narrative:
The field service representative determined there was a clogged sample probe rinse station and cleaned it. Mechanisms checks were performed to verify analyzer operation. Instrument performed to specification. The user reported no further events related to this case.